Event description:
A malfunction alarm was reported with malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) to ensure insulin delivery was not interrupted. Technical support confirmed the pump was under warranty and a replacement pump would be sent. The customer was instructed on how to put the pump into storage mode and return it to tandem using a pre-paid label.